Event description:
Patient reported left side implant, "within in past 1.5 years getting firmer and bigger.". Health professional reported rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified broken shell, missing a piece of shell (0-25%), brown particles on the shell, and crease fold. Weight measurement of the device identified device was underweight. A microscopic analysis was performed which identified a sharp broken edge and stress marks near of the broken site assessed as surgical impact, and wear abrasion. A dimensional measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment was a sharp broken edge on the posterior due to surgical impact, and missing shell due to inconclusive.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, implant getting firmer and bigger. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side implant, "within in past 1.5 years getting firmer and bigger.". Health professional reported rupture. Device remains implanted.